Event description:
(B)(4). Headaches, server pain in pelvis, legs and back, heavy bleeding on periods two to sometime 3 times a month, movements in belly like I'm pregnant, sex went from everyday 2 to 3 times a day to not wanting it.. Bail movements is not good can only use bathroom when on my period. Restless, no energy